Event description:
It was reported that the right ventricular (rv) lead had high impedance and high threshold. The right atrial (ra) lead had high threshold. Both leads were capped and replaced with a transvenous system implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2008, 4968-35 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).